Event description:
It was reported that the bd smartsite¿ bag access device experienced leakage. The following information was provided by the initial reporter: in august of 2021, wph initiated the stability study for fentanyl 2 mcg/ml and ropivacaine 0.2% (3 lots). Upon completion of the study we were able to assign 120 days bud. In march of 2022, wph initiated the stability study for midazolam 1mg/ml (1 lot). This stability study was performed both accelerated and real time. The results for the accelerated failed ccit after 30 days and again at 60 days accelerated. The real time studies are not available at this time. In april of 2022, wph initiated the stability study for fentanyl 10 mcg/ml (1 lot). This stability study was performed both accelerated and real time. The results for the accelerated failed ccit after 30 days accelerated. The real time studies are not available at this time.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2022. H6: investigation summary a complaint of a set failing during use was received from the customer. 40 samples were returned to the supplier for a leakage test. The 500 ml beaker was filled with tap water. Then using the 60 ml syringe, each bag received two injections of 50 ml water, providing each a fluid volume of 100 ml. The 500 ml beaker was refilled with tap water when necessary. Once all bags were filled with the appropriate volume, they were then hung vertically from a rod over cardboard for ten minutes. After these then minutes, the cardboard was observed to report any signs of leakage. None of the 40 samples tested exhibited signs of leakage from the bag or valve during testing. The defect could not be replicated. A device history record review for model 200100 lot number 00163 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined as the defect could not be replicated.

Event description:
It was reported that the bd smartsite¿ bag access device experienced leakage. The following information was provided by the initial reporter: in august of 2021, wph initiated the stability study for fentanyl 2 mcg/ml and ropivacaine 0.2% (3 lots). Upon completion of the study we were able to assign 120 days bud. In march of 2022, wph initiated the stability study for midazolam 1mg/ml (1 lot). This stability study was performed both accelerated and real time. The results for the accelerated failed ccit after 30 days and again at 60 days accelerated. The real time studies are not available at this time. In april of 2022, wph initiated the stability study for fentanyl 10 mcg/ml (1 lot). This stability study was performed both accelerated and real time. The results for the accelerated failed ccit after 30 days accelerated. The real time studies are not available at this time.